Event description:
Boston scientific received information that during the implantation of this cardiac resynchronization therapy defibrillator (crt-d), the device was not pacing properly in the left ventricular (lv) channel. Either it did not pace or it paced at an incorrect rate from what was programmed. Troubleshooting methods were conducted, including checking the connections, wanded and zip telemetry, cleaning the lead terminal pin, and pacing in all configurations at maximum outputs. However, the issue was still not resolved. The right ventricular (rv) lead is-1 terminal pin was then connected to the lv port and the pacing problem persisted with this lead. As a result, the crt-d was explanted and successfully replaced with another device of the same model. No pacing issues were observed with the new device. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d will be returned for laboratory analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Microscopic inspection of all setscrews found no signs of damage and they all extended and retracted normally. The lv seal plug was found to be slightly cored out, but would not have inhibited the device from performing pacing. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Further inspection of the device header and case noted no other anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis was unable to confirm the field observations of the device not pacing correctly in the left ventricular channel. Testing confirmed that although the seal plug was damaged, the device could still pace appropriately.